Event description:
Product defect: tiny hole noticed in sterile glove prior to use on patient. Outer packaging does not appear damaged. Glove saved with packaging ¿brand name - protexis surgical glove, common device name - sterile glove size 6.5, procode - 121357, manufacturer name, city state - (B)(6) model #, unique identifier - lot# (B)(4); ref (B)(4); exp: 6/30/2027, operator of device - diana robinson, implanted date - (B)(6) 2026; not used on patient, explanted date - (B)(6) 2026, not used on patient. Single use device - yes; upon inspection of glove and hole noticed, glove removed and saved to return to manufacturer.